Event description:
A (B)(6)-year-old adolescent presented with diabetic ketoacidosis to the ed. The pt had an ez-io inserted in the tibia because of severe dehydration and lack of available IV access. During removal process the stainless steel shaft of the device broke. The pt was taken to the operating room, where add'l manual attempts to remove the needle were unsuccessful. Ultimately, a trephine was used to core around the needle so that the retained needle could be broken off below the level of the outer cortex of the tibia so the remaining portion of the cannula was left in the pt.

Manufacturer narrative:
The info for this report was gathered from an article in the april 2014 american journal of orthopedics which discovered during vidacare's ongoing surveillance process. The product performed according to spec until the removal process when the cannula was unable to be removed. An x-ray within the article showed the needle placement to be in the shaft of the tibia instead of the prescribed proximal tibia location where the bone is thinner. The bone thickness at the location of the insertion would have exacerbated the process of removal. Attempts to remove the needle caused the stainless steel portion of the cannula to break off. This report is being submitted because add'l medical intervention was required to remove the cannula and the attending physician decided to leave the remaining portion of the stainless steel cannula in the pt.